Event description:
Related manufacturer reference number: 2017865-2023-35999. It was reported that the patient's right ventricular lead exhibited noise over-sensing and their atrial lead exhibited high, out of range pacing impedance. Both leads were explanted and replaced. The patient was stable.